Manufacturer narrative:
The device was returned to the manufacturer for eval and the complaint was duplicated. The device overheated due to corrosion. The device will be repaired and returned to the customer.

Event description:
Customer stated that the product was overheating. There were no adverse consequences reported.